Event description:
Related manufacturer reference number: 2017865-2022-05233. It was reported that the patient presented in clinic for follow up. The pacemaker and right atrial (ra) lead were both having issues with noise. The pacemaker and ra lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Field complaints of sensing/noise anomalies were not confirmed. The device was received from the field with battery voltage at elective replacement level. Electrical and visual inspection found no anomalies. Further atrial and ventricular sensitivity tests under nominal conditions did not find any sensing or noise anomaly. Longevity assessment indicated normal battery depletion.